Manufacturer narrative:
An event of explant due to stuck valve leaflet post-implant was reported. Morphological and hydrodynamic examination indicated the valve met abbott specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Hydrodynamic testing upon return to abbott and at the time of manufacturing indicated the valve functioned normally. This test ensures proper leaflet coaptation and hemodynamic performance. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 27mm masters mitral mechanical heart valve was chosen for implantation. Patient was on warfarin. International normalized ratio was 1.8. During preparation, the leaflets functioned normally. Flap holder was used to test leaflet function. Once implanted, the valve leaflets became stuck and movement was restricted. The valve was explanted and a replacement 27mm masters mitral mechanical heart valve was implanted successfully. Once the valve was explanted, the leaflets functioned normally. There were no patient consequences. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay.